Event description:
According to the reporter, pre-operatively, it was checked that the green lamp of completed charging illuminated. The handle was removed from the charger and connected to the shell, but the display did not start up. A powered approach was performed, but there was no response. The shell was removed and for the check of the start-up of the handle, it was returned to the charger and the charging was checked. After confirming that the green lamp illuminated, it was removed from the charger and check the start up, but the display did not start up. Another handle and shell were used to resolve the issue. The charger worked fine with other handles. There was no patient involved. Medtronic's initial evaluation of the incident device found that both battery cells were found to be vented.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. If information is provided in the future, a supplemental report will be issued.